Event description:
An impella cp was inserted via the left femoral artery in a 66-year-old male patient with acute myocardial infarction and cardiogenic shock (ami/cgs) presenting in scai stage d. During the clinical course, the patient failed to demonstrate hemodynamic improvement and ultimately expired on support. According to the clinical team, the patient¿s death was attributed to progressive multiorgan failure, with no concerns for device malfunction or impella related causality. A separate event occurred during initial system priming in which a purge pressure¿low alarm occurred without identifiable leakage; the purge cassette was replaced, and priming completed successfully. Additionally, during insertion, the 0.018 guidewire failed to shape properly, was judged defective, and was replaced without procedural delay, allowing successful advancement of the device. No excessive force was applied, no vascular abnormalities were reported, and the replacement guidewire functioned normally. The guidewire failure will be conservatively reported , however the exchange was performed with no consequence to the patient and support. The patient subsequently expired on impella support. Based on the available information, the patient's clinical deterioration and death appear consistent with the underlying severity of ami/cgs and multiorgan failure. The purge cassette issue resolved with standard troubleshooting, and the guidewire defect was corrected before device advancement without patient harm. The patient outcome was death however the death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d.

Manufacturer narrative:
B1, b2, b5, h1, and h6 revised to reflect change in reportability against the guidewire. D4 revised. The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted.

Manufacturer narrative:
Product damage (guidewire kink): clinical details note that when the 0.018 wire was opened, the tip was shaped as usual, but the shaping did not work properly and it was determined to be a defective wire. Wire was replaced and successfully inserted. The cause of the guidewire kink was not determined since product was not returned.

Event description:
An impella cp was inserted via the left femoral artery in a 66-year-old male patient with acute myocardial infarction and cardiogenic shock (ami/cgs) presenting in scai stage¿d. During the clinical course, the patient failed to demonstrate hemodynamic improvement and ultimately expired on support. According to the clinical team, the patient¿s death was attributed to progressive multiorgan failure, with no concerns for device malfunction or impella related causality. A separate event occurred during initial system priming in which a purge pressure¿low alarm occurred without identifiable leakage; the purge cassette was replaced, and priming completed successfully. Additionally, during insertion, the 0.018¿guidewire failed to shape properly, was judged defective, and was replaced without procedural delay, allowing successful advancement of the device. No excessive force was applied, no vascular abnormalities were reported, and the replacement guidewire functioned normally. The guidewire failure will be conservatively reported , however the exchange was performed with no consequence to the patient and support. The patient subsequently expired on impella support. Based on the available information, the patient¿s clinical deterioration and death appear consistent with the underlying severity of ami/cgs and multiorgan failure. The purge cassette issue resolved with standard troubleshooting, and the guidewire defect was corrected before device advancement without patient harm. No evidence currently suggests a device related contribution to the patient¿s outcome. Final assessment remains pending product analysis. The death is conservatively being reported on the impella cp but is unlikely a contributing factor to the cause of death and is more likely due to the patient¿s declining clinical condition.